Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pen was jammed, not delivering insulin and cannot be opened. Customer reported that screw was hard to turn and not moving as intended. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.

Manufacturer narrative:
Customer reports: inpen is jammed, will not deliver insulin, and cannot be opened. Screw is hard to turn. Per visual inspection: faded dial and lot numbers. Debris under dose window. The inpen screw retracts when dialing and advances when turning dose knob and high resistance while dispensing and dialing noted. The dose button was removed and dust / debris under the dose button, dose knob and under dose window was noted. In conclusion: per san diego destructive analysis found that dust/debris in the clutch is causing binding. It was determined that the customer complaint of hard to turn the inpen, hard to dial, hard to push to give insulin was confirmed due to dust/debris. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.